Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed since no applicable imagery or device were returned. Due to the unavailability of the device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Due to no device lot number being provided, a review of the DHR and lot history was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. In this case, ''when trying to inflate the balloon, it was noticed that the balloon was punctured.'' Per provided medical opinion, ''the valve alignment was not made in good conditions. Valve alignment not made in straight position. In this case, if valve alignment was performed in a non-straight section of patient's anatomy, it could have led to non-coaxial alignment between the thv and crimp balloon. Such non-coaxially could give rise to unfavored physical interactions between the thv and balloon, resulting in damage to the balloon material (leakage) and, thus, the reported inflation difficulties. As such, available information suggests that procedural factors (valve alignment in non-straight section, crimped valve interactions with balloon) and/or patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported, it was a valve in valve (viv) case of a 29mm sapien 3 valve, in mitral position by transeptal approach. During procedure, when trying to inflate the balloon, it was noticed that the balloon was punctured. The delivery system was removed, and another valve was used. No consequences for the patient. The patient was in stable condition post procedure.